Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. It cannot be determined to what degree, if any the device may have caused or contributed to this event. The medical records indicate that this is a patient with multiple comorbidities including morbid obesity and chronic pain syndrome. The patient alleges that the bard flat mesh was explanted, however, the operative report that was provided did not include information in regards to the hernia repair portion of the procedure, nor were any pathology reports provided. Therefore it cannot be determined, based on the medical records provided, whether the mesh was explanted at that time. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. The medical records indicate that the patient developed a recurrent hernia, which is a known possible adverse event listed in the IFU. If additional event and/or evaluation information is obtained, this report will be updated.

Event description:
The following is based on medical records provided by the patient: (B)(6) 2002 - patient underwent repair of three incisional hernias and an umbilical hernia with the placement of bard flat mesh. On (B)(6) 2011 - (B)(6) 2012 - patient center visits: patient was seen at the pain center with complaints of multiple chronic pain issues; lumbar pain, right shoulder pain, carpal tunnel, right flank pain, bilateral posterior thighs, due to multiple pathology per doctor. The patient was noted to have significant "inguinal" (incisional) herniation, confirmed on imaging with abundant skin drooping below the waist. The patient was noted to be morbidly obese and a chronic opioid user. The patient was seen in the emergency room on (B)(6) 2012 and herniation was confirmed by imaging and surgical repair was planned in conjunction with plastics. On (B)(6) 2012 - patient underwent a panniculectomy, abdominoplasty with one surgeon and hernia repair with another surgeon. The information provided did not include dictation for the hernia repair portion of the surgery; however, it did indicate the placement of an unspecified mesh. Note: the patient alleges that the flat mesh was explanted during this procedure, however, the medical records did not confirm that the mesh was explanted.